Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient's incision site looked a little red when they were at their post-implant appointment, suspected infection. They were prescribed antibiotics. The patient is doing their course of antibiotics and will be followed up on next week.

Event description:
It was reported the patient's incision site looked a little red when they were at their post-implant appointment, suspected infection. They were prescribed antibiotics. The patient is doing their course of antibiotics and will be followed up on next week.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "infection" and "redness" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.